Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system station 1 drawer 1 was failed. A field service engineer arrived, and customer reported station operating normally. Requested ticket closure. The system functioned as intended after the field service engineer intended the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system station 1 drawer 1 was failed. Customer tried to reboot and recover the drawer, but issue doesn't resolve. The customer stated that there was delay and malfunction took place when the user tried to dispense medication to the patient, but the user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported based on this event.